Manufacturer narrative:
As reported, the tip of the 6f vista brite tip 0.70 judkins right (jr) guiding catheter was found frayed/split/torn when the operator removed the product from the package before a percutaneous coronary intervention (pci) procedure. The product did not enter the body. There was no reported patient injury. Prior to opening the packaging there was no device damage noticed. There was no difficulty removing the device from the sterile packaging. Neither the product nor any of the other devices used with it had been re-sterilized. The device was not returned for evaluation. A product history record (phr) review of lot 18091359 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿brite tip/distal tip-frayed/split/torn¿ could not be confirmed or further clarified. Given the limited information provided an exact cause for the event could not be determined. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if package is open or damaged. To prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the tip of the 6f vista brite tip 0.70 judkins right (jr) guiding catheter was found frayed/split/torn when the operator removed the product from the package before a percutaneous coronary intervention (pci) procedure. The the product did not enter the body. There was no reported patient injury. Prior to opening the packaging there was no device damage noticed. There was no difficulty removing the device from the sterile packaging. Neither the product nor any of the other devices used with it had been re-sterilized. The product cannot be returned for evaluation.